Manufacturer narrative:
Device is combination product. The device was not received for analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
I was reported that the patient had died about an hour after having two synergy¿s tents implanted.